Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was diabetic ketoacidosis and heart failure. The caller stated that the customer had heart failure that may have led to the customer's passing. The customer¿s blood glucose was 800 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. The pump was disconnected by the hospital when the customer was admitted. The high blood glucose affected the customer's heart. The customer was using sensors. The caller agreed to return the insulin pump for analysis, but declined a pump upload.